Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2007) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., expiry date, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix mesh. Per op notes, ¿the hernia sac was identified, dissected free and excised. A composix mesh was placed and secured using prolene sutures circumferentially.¿ on (B)(6) 2010 - patient was diagnosed with recurrent abdominal hernia and pain thereby underwent open repair with excision of composix mesh. Per op notes, ¿the midline scar was excised. The prior composix mesh was identified with prolene sutures which cause significant pain. The prolene sutures and prior mesh were excised entirely. Omentum was freed from the fascial edges. Component separation was performed. The defect was repaired primarily with sutures.¿